Event description:
Patient contacted dexcom technical support on (B)(6) 2015 o report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data log on 04/14/2015. The complaint of inaccurate cgm readings was confirmed.